Event description:
Physician was proceeding to use device but experienced a vacuum failure during procedure. The procedure was stopped effectively ending the procedure prematurely.======================manufacturer response for hysteroscopic system, (brand not provided) (per site reporter).======================mfg did a full evaluation and indicated the following:we were unable to verify the complaint reported in our product investigation lab. The controller passed all functional testing without any vacuum light status errors noted during diagnostics.a comprehensive review of the manufacturing records for this product revealed no contributing issues. This records review did not identify any failure of the product to meet its material, assembly or performance specifications upon previous release.